Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complained of blood glucose results reading "hi". Performed blood test during the time of the call with a result of 368mg/dl. Results in memory were "hi", 314mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value. Correction of date of event :(B)(6) 2014.

Event description:
Consumer complained of blood glucose results reading "hi". Performed blood test during the time of the call with a result of 368mg/dl. Results in memory were "hi", 314mg/dl. No adverse event reported.